Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in fair condition with housing damage. The reported issue was verified as the moment the device was powered up the device started double beeping. The downstream sensor was replaced to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy plus pump, the pump displayed "no cassette/disposable alarm". There was no patient involvement or reported adverse effects.